Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. It was reported that the patient faced adhesive event with an infusion set which fell off the skin after being used for 2 days. Patient does not perspire heavily. Patient confirmed use of tegaderm spray to secure the infusion set. Patient also reported irritation at site due to itch and patient has scars now. Patient did not receive medical treatment however, patient used patient used ointment. No further information available.